Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly. Unit also received with cracked keypad at select button, minor scratched lcd window, scratched case, faded serial number label and cracked retainer. No missing serial number label or internal serial number label missing.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed self-test. Troubleshoot was not performed. Insulin pump will be returning for analysis.